Event description:
It was reported that the large pump module had a pivot screw that starting to back out of the pump door. It was also mentioned that, "many third party door parts in use at site. Not sure if third party door on this module." Information on patient involvement in unknown.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.